Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient. The event happened on (B)(6) 2025 at around 06:50 pm. The patient reported the sensor glucose (sg) value was 192 mg/dl, which was above the high glucose alert threshold of 185 mg/dl. The bg value was not provided. The patient self resolved the event and did not require any medical attention.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor glucose (sg) value was 192 mg/dl at 06:50 am on (B)(6) 2025 and at that time no blood glucose (bg) value was entered. At 06:59 am, the sg value was 190 mg/dl and a bg value of 153 mg/dl was entered into the system at 07:03 am. A review of the alert history revealed that the patient received a predicted high glucose alert at 6:34 am, but no high glucose alert at the time of the event. Per case information, the patient was not able to check the alert settings at the time of the call with the customer care. There is a possibility that their high glucose alert was either turned off or the alert level was set higher than the sg value. Overall, the system was working within expectations, bg values entered into the app fit sg trends well, with occasional difference due to lag which is inherent to any cgm system. The patient accepted the explanation and did not have any further concerns. A two weeks worth of data post the event date was analyzed and there was good agreement between bg and sg values. No further investigation was found necessary for this complaint. B4. Date of this report 21 june 2025. G3. Date received by the manufacturer? 21 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.